Event description:
Related manufacturer reference number: 2017865-2024-22363. New information received noted the right ventricular lead was explanted and replaced. During the procedure, the atrial lead was damaged. The atrial lead was explanted and replaced. The patient was in stable condition.

Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered non-sustained right ventricular oversensing (nsrvo) alerts occurred due to the right ventricular lead oversensing noise. The oversensing triggered pacing inhibition. Low pacing impedance was identified. A chest x-ray was performed and revealed externalized conductor. No changes or intervention was performed. The patient was in stable condition.